Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No motor error alarm. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Drive support disk was inspected and no anomaly was noted. No motor position encoder error alarm on alarm history screen. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer does not recall any significant events leading to the alarm. The customer stated that they were able to rewind the insulin pump. The insulin pump was returned for analysis.